Event description:
Revision surgery - due to the patient falling and fracturing their shoulder causing all of the components to loosen.

Manufacturer narrative:
The reason for this revision surgery was to remedy a patients fractured shoulder and loosened components. The implants were explanted after 2 years of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the first complaint against this lot number. A fall was reported as the root cause of the patients fractured shoulder and loosened components. There are no indications of a product or process issue affecting implant safety or effectiveness.